Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping on their own noted. The no delivery test could not be performed due to button/keypad anomaly. The device was also received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on screen were ramping on their own and the insulin pump alarmed button error. It then alarmed no delivery during prime. The blood glucose at the time of the incident was 270 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.